Manufacturer narrative:
Evaluation summary: the x-ray demonstrated moderate calcification on all three leaflets and that the wireform was intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification fused leaflets 1 and 2 by 4mm near commissure 2 at the outflow aspect. Host tissue fused leaflets 2 and 3 by 5mm near commissure 3 at the outflow aspect. Customer report of degeneration was not confirmed, and report of insufficiency could not be confirmed through visual observations. Calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event.

Event description:
The 29mm pericardial mitral valve was explanted after an implant duration of seven (7) years, seven (7) months, and one (1) day.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. The device history record (DHR) review is in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information has been provided regarding the patients¿ medical history and the condition of the device at explant. The root cause for the degeneration and insufficiency remains indeterminable. A supplemental report will be submitted when the device evaluation has been completed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted after an implant duration of seven (7) years, eight (8) months, and one (1) day due to degeneration leading to insufficiency (grade 2/4). A new 27mm pericardial mitral valve was implanted in replacement. The patient was discharged on post-operative day eight (8).